Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the positioning issue was patient condition related to the patient's anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella rp device for mechanical circulatory support. Due to patient's anatomy and position of aortic root cannulation, impella rp & 5.5 could not be properly positioned. After several positioning attempts, case was pivoted to va extracorporeal membrane oxygenation (ECMO) and transfer to sunrise. Procedure was aborted and no harm to the patent was reported.